Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A diabetes care manager reported via phone call of temporary blockage from the insulin pump. The customer's blood glucose reading was 215 mg/dl. The customer was priming and it did not recognize the reservoir and pushed all the insulin out. The customer stated that insulin squirted out during manual prime process. The customer declined to further troubleshoot. The customer was advised to call back if issue recurs.